Event description:
It was reported that during surgery, the device had a foreign substances like white powders attached on the tube of the product when the nurse opened the package. There was no patient injury, or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: japan.